Event description:
A report was received that a pt would be having a second precision system implanted. During the procedure, the physician saw that the existing ipg was damaged by electrocautery and the leads were cut. The precision system was damaged by another physician during disc replacement surgery. The damaged system was explanted and discarded. The pt was re-implanted with two precision systems and is doing well.

Manufacturer narrative:
The explanted devices were not returned to bsn for eval, as they were discarded by the medical facility.